Event description:
Per independent repair center statement, the unit would not start. The key failure was the manifold assembly was leaking. Additional malfunctions were the power switch on the control panel needed to be replaced.